Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of stent premature deployment.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transgastric to facilitate a pancreatic fluid collection during an endoscopic ultrasound (eus) procedure performed on unknown date. During the procedure, as the stent was passing down the scope, it came out of the delivery system, no parts of the handle were deployed; the device was subsequently removed. The procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event.